Manufacturer narrative:
Plant investigation: as of 12/17/2020 no samples were returned. A sample retain of the reported lot was tested and found to be within specifications. A product history review was performed. A review of the complaint management system identified no additional complaints related to conductivity issues with the reported lot. A review of the product inventory records for lot no. Indicated that 2244 cases of finished product were manufactured for distribution with no noted nonconformances. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. After reviewing the finished product release summary, it was determined that 20exac039 met release specifications. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) biomedical technician reported to fresenius customer service that they has naturalyte that gave a low conductivity during treatment. Upon follow up, the biomed stated that it was actually discovered before patient use. The conductivity for the lot was at 13.1 with the tcd at 13.8. Per the biomed, in total there are 9 cases affected, however does not know how many for this lot. It was confirmed that no patients were treated with these lots. The biomed is unaware of what lot of naturalyte the clinic is currently using and that there has not been any recent service to the machines. The clinic uses naturalyte bicarbonate dry mix, product and lot numbers unknown.